Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient had developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 0.7 centimeters (cm) in size and located in the periphery of the left lower lobe, 0 cm from the pleura. The procedure was completed as planned with no delays. Upon waking up, the patient complained of pain and a chest x-ray was performed. A pneumothorax was identified, and a chest tube was placed to resolve it. The patient was admitted for 3 days, then the patient was discharged home. The pneumothorax was an expected complication of the procedure. The physician believes that the ion system neither caused nor contributed to the pneumothorax and the complication would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.